Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because line through display was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/21/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Customer alleges discrepant results with meter compared to lab: patient: b, date: (B)(6) 2010, inratio: 2.1, lab: 1.8. Patient is taking lovenox.